Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery, a clinical study patient experienced crystalline lens debris in the eye. The event was considered moderate in severity. A surgical intervention of anterior chamber tap (aqueous aspirate) and washout was performed. The surgeon reported the causal relationship as related to the procedure and not related to the lens. Additional information was received from the surgeon who reported that the patient also experienced uveitis. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).